Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with and outside of original packaging and the device does not have debris on it. The anchor and sutures look good and in place. No physical damage is visible to the device. The tip protector of the device is slightly compressed, and the pouch shows no signs of an incomplete seal. There is residue on the chevron end of the pouch indicating that a seal was present on the device and has been peeled open. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. There was no way to determine if the device contributed to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include improper transport or storage. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packaging procedure found that each component should be visually inspected for all non-conforming attributes defined in the procedure. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, the packaging of the healicoil was found to be badly sealed, therefore, it was opened in the box. There was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). This report was inadvertently submitted under manufacturer report number (B)(4), correct manufacturer report number is (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the packaging of the healicoil was badly sealed and therefore open in the box. There was no patient involvement.